Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient diagnosis of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and utilization of the cycler and cycler set. The patient culture result was pseudomonas which is commonly found in the environment, especially water and soil. The pd nurse reported that there were no reported leaks or issues with the cycler or cycler set and no allegation of a product defect, malfunction or deficiency for this event. Based on the available information and no allegation of a defect, malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s pseudomonas peritonitis.

Event description:
On (B)(6) 2020 the spouse for this female patient on peritoneal dialysis (pd) contacted customer service and reported the patient has peritonitis. Upon follow up with the pd registered nurse (pdrn) it was reported that the patient presented to the emergency room (ER) on (B)(6) 2019 with symptoms of nausea and vomiting. The patient was subsequently admitted and diagnosed with peritonitis. The pd effluent culture results were not available; however, the patient¿s physician reported the culture grew pseudomonas (species unknown). The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g (frequency and duration unknown). The patient was still hospitalized at the time of the call. The cause of the peritonitis has not been determined. There was no alleged leak with the cycler set or any other issue with a fresenius product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was no dried fluid within the cassette compartment and no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as received simulated treatment was initiated and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. An internal visual inspection of the cycler found no visual discrepancies. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.